Event description:
As reported, during use in patient with this volumeview combo kit, the thermistor manifold was broken. There was no allegation of patient injury. Patient demographics were requested, but unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, an investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
Evaluation results revealed that the report of thermistor manifold broken was confirmed. Based on further investigation in the CAPA, the root cause was related to product design. Corrective actions are in implementation phase to perform a design change and a feasibility test in order to eliminate the cause of the non-conformity and prevent recurrence of this condition. Additionally, a product risk assessment was performed. On the other hand, the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. In addition, the device manufacturing data and expiration date were included in their respective fields h4 and d4. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One volumeview kit with manifold was received by our product evaluation laboratory for a full examination. The report of "manifold was broken" was confirmed. The male luer on thermistor side of volumeview manifold had been completely broken off. Broken male luer was not returned. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint.